Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the unexpected level of pain reported. If additional information is received a follow-up report will be submitted.

Event description:
The patient experienced muscle pain in his diaphragm as well as generalized muscle pain throughout his body following his superdimension procedure and lasting for approximately 10 days. Site reports the pain is related to his procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.